Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 28jun2023. H6: investigation summary: in response to the event reported by your facility a device history review was conducted for lot number 2237198. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, a sample was returned to aid in our investigation. Our engineers subjected the device to visual and functional analysis, and found tipping damage of the catheter tubing, as well as occlusion of the device during flow testing. This nonconformance has been confirmed. Microscopic inspection of the interior of the catheter tubing was able to identify a clear debris on the interior of the catheter tubing. This material was collected and submitted to a local laboratory for compositional testing. The results of the test indicate that the material is most closely related to glucose and is likely residue from the infusion process and not related to manufacturing. The tipping damage has been associated with the tipping station of the manufacturing process. To prevent future occurrences of tipping damage our engineers have notified the appropriate personneto raise awareness of this issue.

Event description:
It was reported that during use with 2 bd intima¿-ii y closed IV catheter system the catheters were damaged. The following information was provided by the initial reporter, translated from chinese to english: on (B)(6), during the puncture of the patient's intravenous indwelling needle, inspecting the needle, it was found that the hose had a split at the fork.

Event description:
It was reported that during use with 2 bd intima¿-ii y closed IV catheter system the catheters were damaged. The following information was provided by the initial reporter, translated from chinese to english: on june 14th, during the puncture of the patient's intravenous indwelling needle, inspecting the needle, it was found that the hose had a split at the fork.

Manufacturer narrative:
E.1. Initial reporter phone #: (B)(6). H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.